Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There was no clear evidence of a malfunction but the patient did experience syncope prior to passing away. It was noted that the that the left ventricular lead exhibited a loss of capture. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.